Event description:
The national complaint coordinator (ncc) for baxter received a complaint from a user facility involving the basal/bolus infusor lv. According to the facility, the device over-infused during patient use. The device infused medication at a reported rate of 7.5 ml/hour. The device was filled with morphine hydrochloride, 2% ropivacaine hydrochloride hydrate 200ml and connected to a patient via catheter. The facility also reported that a patient control module (pcm) was used in conjunction with the device. There was no adverse patient outcome, injury, or medical intervention associated with the alleged incident. No further information was available.

Manufacturer narrative:
The sample has not yet been received at the manufacturing facility. A follow-up report will be submitted upon receipt of the complaint sample and completion of the complaint investigation.